Manufacturer narrative:
A review of ticket trending for architect calcium reagent product lot number (19417un19) did not identify any complaint that was similar to this issue. The trend review by the product list number found no trends related to this issue. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased calcium result generated on the architect c16000 on one patient. Results provided: 02dec2019 = 1.09 / 2.14 / 2.6 mmol/l, customers normal range: newborn (mmol / l), premature 1.55 to 2.75, 0 to 10 days 1.90 to 2.60, 10 days to 24 months 2.25 to 2.75. No impact to patient management was reported.